Event description:
Additional information was received. When reviewing the daily rv autocapture testing measurements, the patient experienced cardiac stimulation for approximately twenty minutes during the commanded threshold testing. As the physician intended to program the higher output settings to avoid additional stimulation, however there was concern regarding the safety margin as the patient is pacemaker dependent. An internal technical service consultant was contacted for options and recommended further rv lead diagnostics. An issue with the non-boston scientific lead was suspected, however not confirmed. A revision is intended, but not scheduled as of this date.

Event description:
Boston scientific received information that this patient complained of twitching. The competitor right ventricular pacing impedances were low and out of range since the device changeout. Technical services reviewed the case and discussed attempting to reproduce the stimulation and seeing if reprogramming would reduce the stimulation. Technical services also discussed possibly the higher backup pacing resulting in the muscle stimulation. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Additional information received noted that a new right ventricular lead was implanted with the existing device. It is not known weather the competitor lead was discarded or explanted. No adverse patient effects were reported.